Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (other): left essure perforation into broad ligament"), pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. 641430) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included diabetes. On (B)(6)2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), anxiety ("anxiety"), headache ("headaches"), depression ("depression"), vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and adnexa uteri cyst ("paratubal cysts"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tube)) and surgery (salpingectomy (bilateral removal of fallopian tube),). Essure was removed on (B)(6)2016. At the time of the report, the uterine perforation, pelvic pain, genital haemorrhage, anxiety, headache, depression, vaginal haemorrhage, menorrhagia, dyspareunia and adnexa uteri cyst outcome was unknown. The reporter considered adnexa uteri cyst, anxiety, depression, dyspareunia, genital haemorrhage, headache, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results: on (B)(6)2012 patient had pelvic ultrasound resulted in thickened and endometrium is noted. There is a small complex cyst in the right ovary. The left ovary is not seen. Most recent follow-up information incorporated above includes: on (B)(6)2018: pfs+mr received, reproter added, concomitant condition added, lot number received, event added as:-abnormal bleeding (vaginal, menorrhagia), dyspareunia (painful sexual intercourse),perforation (other): left essure perforation into broad ligament,paratubal cysts incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (other): left essure perforation into broad ligament"), pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. 641430) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included miscarriage and pre-diabetes. Concurrent conditions included diabetes and multiple allergies. Concomitant products included fluoxetine hydrochloride (prozac), fluticasone propionate (flonase), metformin, norethisterone (micronor), oxycocet (percocet), sumatriptan (imitrex) and topiramate (topamax). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), anxiety ("anxiety"), headache ("headaches"), depression ("depression"), adnexa uteri cyst ("paratubal cysts"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type:uti"), migraine ("migraines"), nausea ("nausea"), amnesia ("memory loss"), weight increased ("weight gain"), fatigue ("fatigue"), alopecia ("hair loss"), abdominal pain upper ("stomach pain"), back pain ("back pain"), myalgia ("muscle pain") and bone pain ("bone pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, anxiety, headache, depression, vaginal haemorrhage, menorrhagia, dyspareunia, adnexa uteri cyst, urinary tract infection, amnesia and alopecia outcome was unknown, the pelvic pain, genital haemorrhage, nausea, abdominal pain upper, back pain, myalgia and bone pain had resolved and the migraine, weight increased and fatigue was resolving. The reporter considered abdominal pain upper, adnexa uteri cyst, alopecia, amnesia, anxiety, back pain, bone pain, depression, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, myalgia, nausea, pelvic pain, urinary tract infection, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: everything looked good. On (B)(6) 2012 patient had pelvic ultrasound resulted in thickened and endometrium is noted. There is a small complex cyst in the right ovary. The left ovary is not seen. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2018: plaintiff fact sheet. Plaintiff demography added. Events uti, migraines, nausea, memory loss, weight gain, fatigue, hair loss, back pain, stomach pain, muscle pain, bones pain were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (other): left essure perforation into broad ligament') and pelvic pain ('pain') in a 25-year-old female patient who had essure (batch no. 641430) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included miscarriage and pre-diabetes. Concurrent conditions included diabetes, multiple allergies and obesity. Concomitant products included corticosteroid nos, fluoxetine hydrochloride (prozac), metformin, norethisterone (micronor), oxycodone hydrochloride;paracetamol (percocet), sumatriptan (imitrex) and topiramate (topamax). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), anxiety ("anxiety"), headache ("headaches"), depression ("depression"), adnexa uteri cyst ("paratubal cysts"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type:uti"), migraine ("migraines"), nausea ("nausea"), amnesia ("memory loss"), fatigue ("fatigue"), alopecia ("hair loss"), abdominal pain upper ("stomach pain"), back pain ("back pain"), myalgia ("muscle pain/muscle sore"), bone pain ("bone pain"), sinus disorder ("bad sinus"), mood swings ("mood swing"), dizziness ("dizziness"), skin discolouration ("spots on the face"), abdominal distension ("swollen belly") and pain in extremity ("legs pain") and was found to have weight increased ("weight gain/trouble losing weight"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, anxiety, headache, depression, vaginal haemorrhage, menorrhagia, dyspareunia, adnexa uteri cyst, urinary tract infection, amnesia, alopecia, mood swings, dizziness, skin discolouration, abdominal distension and pain in extremity outcome was unknown, the pelvic pain, genital haemorrhage, nausea, abdominal pain upper, back pain, myalgia and bone pain had resolved and the migraine, weight increased and fatigue was resolving. The reporter considered abdominal distension, abdominal pain upper, adnexa uteri cyst, alopecia, amnesia, anxiety, back pain, bone pain, depression, dizziness, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, mood swings, myalgia, nausea, pain in extremity, pelvic pain, sinus disorder, skin discolouration, urinary tract infection, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: everything looked good. On (B)(6) 2012 patient had pelvic ultrasound resulted in thickened and endometrium is noted. There is a small complex cyst in the right ovary. The left ovary is not seen. Concerning the injuries reported in this case, the following ones were reported via social media- uterine perforation, pelvic pain, genital haemorrhage, anxiety , headache,vaginal haeaorrhage, menorrhagia, dyspareunia, adnexa utei cyst, uti, migraine, nausea, amnesia, weight increased, fatigue, alopecia, abdominal pain upper, back pain, myagia, bone pain, sinusitis, mood swing, dizziness, spots on the face, swollen belly, legs pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jun-2020: social media received: new event: mood swing, dizziness, spots on the face, swollen belly, legs pain. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (other): left essure perforation into broad ligament/ migration or perforation') and pelvic pain ('pain') in a 25-year-old female patient who had essure (batch no. 641430) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included miscarriage and pre-diabetes. Concurrent conditions included diabetes, multiple allergies and obesity. Concomitant products included corticosteroid nos, fluoxetine hydrochloride (prozac), metformin, norethisterone (micronor), oxycodone hydrochloride;paracetamol (percocet), sumatriptan (imitrex) and topiramate (topamax). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), anxiety ("anxiety"), headache ("headaches"), depression ("depression"), adnexa uteri cyst ("paratubal cysts"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type:uti"), migraine ("migraines"), nausea ("nausea"), amnesia ("memory loss"), fatigue ("fatigue"), alopecia ("hair loss"), abdominal pain upper ("stomach pain"), back pain ("back pain"), myalgia ("muscle pain/muscle sore"), bone pain ("bone pain"), sinus disorder ("bad sinus"), mood swings ("mood swing"), dizziness ("dizziness"), skin discolouration ("spots on the face"), abdominal distension ("swollen belly") and pain in extremity ("legs pain") and was found to have weight increased ("weight gain/trouble losing weight"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, anxiety, headache, depression, vaginal haemorrhage, menorrhagia, dyspareunia, adnexa uteri cyst, urinary tract infection, amnesia, alopecia, mood swings, dizziness, skin discolouration, abdominal distension and pain in extremity outcome was unknown, the pelvic pain, genital haemorrhage, nausea, abdominal pain upper, back pain, myalgia and bone pain had resolved and the migraine, weight increased and fatigue was resolving. The reporter considered abdominal distension, abdominal pain upper, adnexa uteri cyst, alopecia, amnesia, anxiety, back pain, bone pain, depression, dizziness, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, mood swings, myalgia, nausea, pain in extremity, pelvic pain, sinus disorder, skin discolouration, urinary tract infection, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: everything looked good. On (B)(6) 2012 patient had pelvic ultrasound resulted in thickened and endometrium is noted. There is a small complex cyst in the right ovary. The left ovary is not seen. Concerning the injuries reported in this case, the following ones were reported via social media- uterine perforation, pelvic pain, genital haemorrhage, anxiety , headache,vaginal haeaorrhage, menorrhagia, dyspareunia, adnexa utei cyst, uti, migraine, nausea, amnesia, weight increased, fatigue, alopecia, abdominal pain upper, back pain, myagia, bone pain, sinusitis, mood swing, dizziness, spots on the face, swollen belly, legs pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of product technical complaint. On (B)(6) 2020: plaintiff fact sheet received. No new information received. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (other): left essure perforation into broad ligament') and pelvic pain ('pain') in an adult female patient who had essure (batch no. 641430) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included miscarriage and pre-diabetes. Concurrent conditions included diabetes, multiple allergies and obesity. Concomitant products included fluoxetine hydrochloride (prozac), fluticasone propionate (flonase), metformin, norethisterone (micronor), oxycodone hydrochloride; paracetamol (percocet), sumatriptan (imitrex) and topiramate (topamax). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), anxiety ("anxiety"), headache ("headaches"), depression ("depression"), adnexa uteri cyst ("paratubal cysts"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type:uti"), migraine ("migraines"), nausea ("nausea"), amnesia ("memory loss"), fatigue ("fatigue"), alopecia ("hair loss"), abdominal pain upper ("stomach pain"), back pain ("back pain"), myalgia ("muscle pain"), bone pain ("bone pain") and sinusitis ("bad sinus") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, anxiety, headache, depression, vaginal haemorrhage, menorrhagia, dyspareunia, adnexa uteri cyst, urinary tract infection, amnesia and alopecia outcome was unknown, the pelvic pain, genital haemorrhage, nausea, abdominal pain upper, back pain, myalgia and bone pain had resolved and the migraine, weight increased and fatigue was resolving. The reporter considered abdominal pain upper, adnexa uteri cyst, alopecia, amnesia, anxiety, back pain, bone pain, depression, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, myalgia, nausea, pelvic pain, sinusitis, urinary tract infection, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: everything looked good. On (B)(6) 2012 patient had pelvic ultrasound resulted in thickened and endometrium is noted. There is a small complex cyst in the right ovary. The left ovary is not seen. Concerning the injuries reported in this case, the following ones were reported via social media- uterine perforation, pelvic pain, genital haemorrhage, anxiety , headache,vaginal haemorrhage, menorrhagia, dyspareunia, adnexa utei cyst, uti, migraine, nausea, amnesia, weight increased, fatigue, alopecia, abdominal pain upper, back pain, myalgia, bone pain, sinusitis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-apr-2020: plaintiff fact sheet and social media received. Sinusitis event added (from social media). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (other): left essure perforation into broad ligament"), pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. 641430) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included diabetes. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), anxiety ("anxiety"), headache ("headaches"), depression ("depression"), vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and adnexa uteri cyst ("paratubal cysts"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tube)) and surgery (salpingectomy (bilateral removal of fallopian tube),). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, pelvic pain, genital haemorrhage, anxiety, headache, depression, vaginal haemorrhage, menorrhagia, dyspareunia and adnexa uteri cyst outcome was unknown. The reporter considered adnexa uteri cyst, anxiety, depression, dyspareunia, genital haemorrhage, headache, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results: on (B)(6) 2012 patient had pelvic ultrasound resulted in thickened and endometrium is noted. There is a small complex cyst in the right ovary. The left ovary is not seen. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), anxiety ("anxiety"), headache ("headaches") and depression ("depression"). The patient was treated with surgery (to remove the essure implant). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, anxiety, headache and depression outcome was unknown. The reporter considered anxiety, depression, genital haemorrhage, headache and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.